Event description:
It was reported that t-wave oversensing (twos) has been noted at prior device interrogations and the right ventricular (rv) lead sensitivity was changed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product: 5076-52 crdm non-defib lead, implant date: (B)(6) 2005; 7278 defibrillator, implant date: (B)(6) 2005. (B)(4).